Event description:
It was reported that the patient was re-implanted on (B)(4) 2013, because of a gradual failure of the implant. To date no more info is available.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.